Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 146 mg/dl. The customer was assisted with clearing the motor error. A self-test was performed and the pump passed. The customer was advised to continue monitoring the pump. No products were shipped or returned.